Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In the distal area of the lead the insulation was found rubbed through. These damages can be considered as the root cause for the observed inappropriate shock delivery mentioned in the complaint description. Based on characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Furthermore a deformation of the shock coil was detected which most likely resulted from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient with this lead was inappropriately shocked. An x-ray showed no problems and the lead test was unremarkable. Oversensing was clearly seen. The physician decided to remove the system. This is all of the information available to us at this time. Should additional information become available, this event will be updated.